Event description:
Complaint received concerning attachment/leakage issues with use of z2199 "7" pressure infusion sets w/remv. Microclave. Initial information rec'd. Reports over the past 3-6 months ".. Having trouble getting a secure connection with the z2199 luer being attached to the bd insyte autoguard piv catheter hub. It is fine in the ed, but once the patient gets to CT the pressures are causing a leak at the connection site. At this point they have to remove the site prep to reattach or tighten the ext set. The easiest way for them to tighten is to actually rotate the catheter rather than the ext set luer for a secure connection." There have been no adverse patient consequences.

Manufacturer narrative:
Device return: four (4) packaged. Z2199 7" pressure infusion sets from potential lot# and one 20g and one 18g bd insyte autoguard catheters. Engineering investigation is in progress.